Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 40 cm from the top of the connector to the break. The second piece measured approximately 277 cm from the break which includes the entire distal tip. There were burn marks at the breaks. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ueteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 20 watt power suite console with settngs of 1 joules and 5 hertz. According to the complainant, during the procedure and outside the patient, the laser fiber broke approximately 1 ft. From the distal end after laser activation. The fiber was not noted to be kinked or bent. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg site name-coherent inc. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 20 watt power suite console with settings of 1 joules and 5 hertz.. According to the complainant, during the procedure and outside the patient, the laser fiber broke approximately 1 ft. From the distal end after laser activation. The fiber was not noted to be kinked or bent. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.